Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported his insulin pump will alarm no delivery during bolus deliveries. The device will deliver about two thirds of the bolus delivery and then alarm no delivery. Customer will clear the alarm and try to bolus again, but it will alarm again. After three or four alarms, customer disconnects and runs insulin through the tubing. Customer was advised of the possible causes of no delivery alarms. He was told to call when the alarm occurs for troubleshooting. Customer was advised to monitor the device. Customer's blood glucose was unknown.